Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the missing left front castor was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The original castor could not be located by the site, therefore it will not be returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the castor on the navigation system was missing and could not be located by the site. There was no patient present when this issue was identified. No additional information was provided.